Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via the clinical database, that the patient presented with high power alarms. The patient was asymptomatic, but did notice dark urine. Lab tests revealed and elevated ldh and serum creatinine levels. The lvad was interrogated and it noted elevation in power that occurred approximately three to four days prior to the incident. He was admitted with lvad dysfunction with a suspected device thrombus. Heparin was administered, but did not improve power readings. He was then treated with thrombolytics and there was an improvement in power and flow readings. Current status of the patient is unknown. No additional information at this time

Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the device met all requirements prior to release. Analysis of the log files revealed high watt alarms and power consumption outside of the normal operating range, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information: it was further reported that two doses of tissue plasminogen activator (tpa) were administered with some improvement with high watts. The decision made to take the patient to the operating room (or) emergently for pump exchange after the patient decompensated. No further patient complications have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.